Event description:
Have had at least six 5cc syringes and 10cc syringes with cracks in the barrels, causing fluid leakage. Often cracks were not seen until fluid was drawn into syringe. Then upon injection, fluid would flow out of crack. Obvious deterrent to the pt care.